Manufacturer narrative:
The user inadvertently placed the guidewire in an unintended location, which led to treatment in the incorrect vessel, which lighly caused the perforation. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The physician did not provide an opinion as to the cause of the patient's death, and csi was not ruled out as contributory. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
A diamondback coronary orbital atherectomy device was selected for treatment of a chronic total occlusion (cto). The target vessel was the right coronary artery (rca), which was 2 to 2.5mm in diameter and highly diseased with extreme calcification. The guide wire was inadvertently placed in the right marginal vessel instead of the intended rca target. Treatment was initiated, and a perforation occurred. The perforation was not in the exact location of the cto. Angioplasty and stent placement were performed. The patient was transferred to the ICU and later expired.